Event description:
Pt presented with an angulated proximal neck; in 2008, had implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. Follow CT revealed about a 1cm gap between the proximal end of the cuff extension and the lowest rental, with a large proximal type I endoleak. In 2009, the pt was treated with a 28-28-95rl suprarenal proximal extension. A slight endoleak was still noted, so a palmaz stent was placed to resolve, with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results & conclusion - unk if pt anatomy met powerlink instructions for use. Use of palmaz stent is off-label.